Event description:
The customer returned the gastrointestinal videoscope to the service center for a separate issue. During the device analysis, the service repair technician indicated that the c-cover was presented with a burn. There was no patient involvement.

Manufacturer narrative:
B4: date of event is unknown. Additional information will be provided if available. The device was returned to olympus. Based on the results of the investigation, the possible cause could be the use of a high-frequency processing instrument without sufficient distance from the tip. The most probable cause is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.